Event description:
The event was reported as valve explanted after 8 years and 4 months due to stenosis.

Event description:
Valve explanted after 8 yrs. & 4 months due to an unknown reason. No further info was provided.